Event description:
Customer reported a missing prong on the power cord. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and replaced the power cord system. System operates as intended.